Event description:
The patient reportedly experienced intermittencies and loss of lock between the external equipment and implant. External equipment was exchanged. However, the problem was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics device.